Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿primary and revision total hip arthroplasty in osteogenesis imperfecta¿ by harry krishnan, et al, published by hip international (2013), vol. 23, no. 3, pp. 303-309, was reviewed. The authors present a series of patients with osteogenesis imperfecta undergoing total hip arthroplasty at a tertiary referral center with a median follow-up of 7.6 years. The authors combined tha components for multiple manufacturers to treat osteoarthritis and hip abnormalities common in patients with osteogenesis imperfecta. Implanted depuy products: s-rom tha including cups, liners, femoral heads, stems, and sleeves. 1 c-stem femoral stem, 3 pinnacle cups, and 1 pfc femoral stem. The depuy devices used were combined with competitor products. The authors note that some stems and cups were cemented with competitor cement. Results: the number of depuy products associated with the following events is unknown. 3 rerevisions of unknown components due to unspecified pain 7 cemented cup and stem revisions for aseptic loosening. There is insufficient information provided to attribute the loosening to the cup and stem secured with competitor cement. 8 intraoperative acetabular fractures- 6 treated with cabling, 1 treated with unknown allograft, and one required no treatment. 3 intraoperative femoral fractures- 2 treated with cabling and one required no treatment. Captured in this complaint: acetabular cup, femoral head, acetabular liner, femoral stem, and femoral augment: no reported product problem. Patient harms: fracture, pain, surgical intervention, medical device removal. The authors note that patients with osteogenesis imperfecta are at high risk for periprosthetic fractures."